Manufacturer narrative:
(B)(4). The 950n80 neonatal ventilator dual heated circuit kit is not sold in the USA, but it is similar to a product sold in the USA. The 510(k) for that product is k103767. Methods: the expiratory limb and heater wire adaptor of the complaint 950n80 breathing circuit were returned to fisher & paykel healthcare in (B)(4) for investigation. A visual inspection of these parts was performed, the resistance of the expiratory limb was measured, and insertion of the breathing circuit into the heater wire adaptor was tested. Results: visual inspection revealed that the right heater wire pin of the 950n80 circuit was bent. As a result, it was not possible to achieve full insertion of the heater wire adaptor. The expiratory limb resistance was measured and found to be within specification. Conclusion: the expiratory limb of the 950n80 breathing circuit was not heating due to the absence of electrical continuity with the heater wire adaptor as a result of the bent heater wire pin. It is not possible for us to determine whether the device was received by the customer from the vendor with a bent heater wire pin, or if it was bent by the end user. It is possible to damage the heater wire pins during setup if the heater wire adaptor is inserted into the heater wire plug on an angle. Based on the information provided by the customer, we cannot conclusively determine the root cause of the report event of the ventilator stopping. A resistance test and visual inspection of the heater wire and heater wire pins is performed on all 950n80 neonatal ventilator dual heated circuit kit following assembly. Any circuits that fail any of these tests are rejected. The subject 950n80 breathing circuit would have met the required specifications at the time of production. The user instructions that accompany the 950n80 neonatal ventilator dual heated circuit kit illustrate in pictorial format the correct set-up and proper use of the breathing circuit. It also states the following: "- appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times. Failure to monitor the patient (e.g. In the event of an interruption to gas flow) may result in serious harm or death." "- set appropriate ventilator or flow source alarms to monitor therapy delivery." "- check all connections are tight before use." "- monitor circuit condensate to prevent occlusion or build-up of fluid. Drain as required."'.

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare (f&p) field representative that water was noticed in the expiratory limb of the 950n80 neonatal ventilator dual heated circuit kit, and needed to be emptied. It was further reported that then the ventilator stopped working and alarmed. The patient was switched to manual ventilation (neopuff system) immediately with no further patient consequences.